Event description:
Reporter alleged obtaining a result of 500 mg/dl on the advantage system compared back to back with a result of 140 mg/dl on the professional system when testing was performed within 10 minutes. Reporter also alleged, that on another day, a result of 300 was obtained on her same advantage system compared back to back with a result of 112 mg/dl on the professional system within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining a result of 500 mg/dl on the advantage system compared back to back with a result of 140 mg/dl on the professional system when testing was performed within 10 minutes. Reporter also alleged, that on another day, a result of 300 was obtained on her same advantage system compared back to back with a result of 112 112 mg/dl on the professional system within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.